Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: e. Initial reporter's email was erroneously omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Immediately upon full deployment, the valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was 2 mm. Following valve dislodgment, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a 45 minute procedural delay occurred as a result of the dislodgement. Additional information was received to report a non-medtronic (boston scientific safari) guidewire was used for the procedure. The starting point of deployment was at the bottom third of the pigtail.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Immediately upon full deployment, the valve dislodged aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was 2 mm. Following valve dislodgment, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a 45 minute procedural delay occurred as a result of the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012967614); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.